Event description:
It was reported that the patient developed severe mitral regurgitation (mr) in 2020. The patient had a mitral clip placed but their severe mr continued.

Manufacturer narrative:
The event date has been estimated. Manufacturer's investigation conclusion: a specific cause for the mitral regurgitation, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The patient remained ongoing on the heartmate ii lvas, (B)(4) until the patient passed away from multi system organ failure (msof) on (B)(6) 2021 (related manufacturer report number 2916596-2022-12778). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13nov2012. The heartmate ii lvas instructions for use (IFU) (rev. C) and the patient handbook (rev. C) are currently available. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.